Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify this report. Other text: device not returned.

Event description:
As reported to coloplast though not verified, patient was implanted with supris sling and since has experienced pain, dyspareunia, chronic interstitial cystitis & additional surgeries.